Event description:
It was reported that the patient with this right ventricular (rv) lead was admitted due to experienced syncope and falling. In addition, this rv lead was suspected of lead dislodgement secondary to increase in pacing threshold measurements of 7.5 volts at 1.0 milli seconds output upon recapture. A lead revision was then scheduled. During the revision, a catheter was being used and successfully maneuvered to the left bundle branch area, however, when the capture threshold started increasing before the catheter split the lead was then suspected of dislodgement. Tissue was noted entrapping in the helix once removed from the body and the helix was unable to be retracted. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.